Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.